Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) noticed air spaces in the patient line. This was found during therapy, during drain one of three. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to start over with new supplies. During troubleshooting, no abnormalities were noted that could have caused or lead to the reported issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.